Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No changes were made and the patient left in stable condition.